Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx. Three months post procedure, the protegen sling material was visible through the insertion site of the vaginal wall. The sling was scheduled to be removed. No further details are available regarding the circumstances surrounding the event. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Co's directions for use as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedure: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."